Event description:
Hospital representative reported a leak in the tubing during pt use. Reporter claimed that the pt found the leak and reported it to the hospital pharmacist. The leakage was found around the tubing area outside and housing. The content of the device was 5 fluorouracil medication in a diluent of dextrose for a total fill volume of 92ml. Reporter indicated that probably the pt may have had some exposure to the contents of the device, but no pt injury or medical interventions were reported to have occurred due to this event.